Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Pump reset information was provided by technical support, who assisted the customer with resetting the pump successfully. The malfunction did not recur, and the customer was instructed to continue using the pump, with a reminder to contact technical support if it happens again.